Manufacturer narrative:
The reported field event of being unable to connect the atrial lead into the header was confirmed. The device was analyzed and epoxy was found on the atrial ring spring which glued a few of the coils of the spring in place. This caused the reported field event of being unable to connect the atrial lead into the header.

Event description:
It was reported that the device was not implanted due to inability to connect the atrial lead into device header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.